Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experiencing fatigue presented in clinic for routine follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture. During lead extraction, the stylet would not pass the lead past the clavicle; lead fracture was suspected. The lead was explanted and replaced successfully. The patient's condition was stable post procedure and would continue to be monitored.